Event description:
The complainant has reported that the patient underwent therapeutic placement of a prefyx mesh sling in 2007. Post procedure, the patient developed a urinary tract infection, date is unknown. Upon examination by the physician, a sampling of the patient's urine appeared to be cloudy. The patient was treated with medication proquin xr. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The march 2007, 15-month pre-pubic sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A lot history search was performed and found no other complaints have been reported from this lot. A failure analysis could not be performed due to the non return of the product. No conclusions could be drawn regarding the possible root cause for this complaint.